Manufacturer narrative:
H6. Investigation summary: it was reported there was leakage of the drug while injecting the solution. To aid in the investigation, two photos and one video was provided for evaluation by our quality team. The media provided shows a needle assembly connected to a syringe. There is no packaging blister or plastic shield. When the solution is expelled, there is leakage from the side of the needle hub. No other defects or imperfections were observed. Previous investigations have confirmed a molding short shot has induced a similar system. A device history record review was completed for provided material number 305107, lot 1273589. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. After analysis of the molding tool, it was determined that possible stripper bushing wear contributed to the reported symptom. The stripper bushing was replaced on (B)(6) 2023. Based on the investigation and with the photo and video sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using the bd precision glide¿ needle there was leakage. The following was received by the initial reporter: a user noticed the leakage of drug while injecting the solution to the eye of a patient. So he had to open the another vial for the loss of the drug. The explanation was not provided to the patient so the compensation was not needed but the user gave aggressive complaints.